Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient passed away the evening they returned home post-implant. The cause of death is unknown and no allegation was made against the device. However, we cannot rule out potential procedure involvement in the patient's death.